Event description:
It was reported the device had early battery depletion due to the right ventricular (rv) lead having high thresholds. The device was explanted and replaced. The rv lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.